Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable (expiry date: 05/2022).

Event description:
It was reported that prior to port placement procedure, the septum allegedly ruptured. There was no patient contact.

Event description:
It was reported that post port placement procedure, the septum allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: a complaint history review was performed. This is the fourteenth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned for evaluation. Therefore, the reported material protrusion issues cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.